Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate profile prosthesis and experienced right-sided hematoma and capsular contracture (unknown grade) postoperatively. On (B)(6) 2020, the patient underwent a surgical intervention due to right-sided hematoma. Within 6 to 8 weeks following the surgical intervention, the patient noticed right-sided breast hardness and pain. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo a revision surgery to release the capsule on (B)(6) 2021.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma, capsular contracture. Manufacturer¿s reference number: (B)(4).